Manufacturer narrative:
Additional information: describe event or problem, concomitant products and device codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device did not work. After the procedure, a hole in the cuff was found which was suspected of causing a leak in the system. No patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. After the procedure, a hole in the cuff was found which was suspected of causing a leak in the system. No patient complications were reported.